Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by three different programmers. It was noted the patient heard a popping sound from the device. Technical services (ts) reviewed and found the device had no pacing activity. The magnet was placed over the device, and no beeping tones were observed. Ts suspected the device was non-functional and recommended device replacement. It was also reported that this ICD was suspected to be depleting prematurely. Ts was also concerned with the integrity of the right ventricular (rv) lead and suspected a short within the lead. Ts recommended a defibrillation threshold (dft) test during the ICD replacement to test rv lead integrity. A dft was performed, and the shock was successful. Rv lead integrity was confirmed. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated by three different programmers. It was noted the patient heard a popping sound from the device. Technical services (ts) reviewed and found the device had no pacing activity. The magnet was placed over the device, and no beeping tones were observed. Ts suspected the device was non-functional and recommended device replacement. It was also reported that this ICD was suspected to be depleting prematurely. Ts was also concerned with the integrity of the right ventricular (rv) lead and suspected a short within the lead. Ts recommended a defibrillation threshold (dft) test during the ICD replacement to test rv lead integrity. A dft was performed, and the shock was successful. Rv lead integrity was confirmed. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no arc mark on the device case. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.